Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the blade of the device seized and stopped rotating. A second device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. Conclusion (B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification.